Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related reports (including this one): 3025141-2026-00038, , 3025141-2026-00040.

Event description:
The distributor reported that "during the polarus 3 surgery, it seems he had some difficulty inserting the cap screw." No adverse effect, but a delay of 30 minutes.

Manufacturer narrative:
The returned products were inspected under magnification. Under magnification the batch number of the polarus® 3 cap screw driver were confirmed. The batch number of the returned cap screw could not be confirmed as there is no direct part marking on the polarus® 3 cap screw 0mm due to space. There was visible damage to the threads of the cap screw, with the threads being flattened and deformed, possibly due to cross threading during insertion. The returned cap screw and driver were returned joined/assembled. On the driver, the shaft and hex area are in good shape with minor laser markings missing or faded from multiple reprocessing and use. No other observable damage is evident on the driver. The nail used was not returned to confirm failure. No definitive conclusion could be made. Based on the investigation detailed above, no corrective action is warranted. Quality will continue to monitor for trends. Related reports (including this one): 3025141-2026-00038, 3025141-2026-00039, and 3025141-2026-00040.